Event description:
Additional information was received that the noise may have been due to electromagnetic interference (emi). The patient will continue to be monitored.

Event description:
During a follow-up, episodes of noise were noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.